Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00027 on 05-feb-2024. Corrected data (05-feb-2024): upon further review, siemens determined that the affected assay was ecrej and not ecre_2, as indicated in sections b5 and h10 of the initial report. Additional information (05-feb-2024): siemens queried the instrument data for the affected sample identifier and siemens determined that there were no samples identified as (B)(6) processed on (B)(6) 2023 in the instrument files. Therefore, siemens was unable to review the photometric data. Instead, siemens identified two results obtained on (B)(6) 2023 for the same sample identifier, 0.85 mg/dl and 0.79 mg/dl. It is unknown why the sample data could not be found in instrument data. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result. The repeat result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecrea_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on an atellica ch 930 analyzer. Quality control was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse adjusted mixer on reagent 1 (r1), performed preventive maintenance, replaced water filter, pump, relief valve, fitting, and probe drain body. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.